Event description:
As reported: "pt. Presented with limited range-of-motion and discomfort of the right-knee. Dr. Performed an I&d, excision of scar/fibrotic tissue within the knee joint, as well as an insert-swap to help with rom. No complaints have been filed against the implants themselves." Patient was revised from a 5x11 cs insert to a 5x10 cs insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.